Event description:
On (B)(4) 2012, the lay user/patient's foster mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter would not power on when a test strip was inserted. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged power issue started on the morning of (B)(6) 2012. The reporter informed the cca that the patient is on an insulin pump. The reporter confirmed that the patient continued her usual diabetes management regimen despite not being able to test with the subject meter. The reporter claimed that approximately 30 minutes after the alleged meter did not power on, the patient felt nauseous. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on when the power button was pressed; however, would not power on when a test strip was inserted. The cca confirmed the correct test strips were being used. The alleged power issue remained unresolved. There is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient's reported symptom does not meet lfs's criteria of a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips were requested back; however, have not been returned. If the test strips are returned, lifescan will evaluate the test strips and send a supplemental report.